Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads, product ID 977a260 serial# unknown implanted: (B)(6)2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they wanted to adjust the intensity on their controller but was seeing settings not available. Agent asked, patient said they charged their implant on monday, and today was the first day they noticed the message. Patient said their implant was currently at 60% charge. Patient mentioned in their menu 'check position' was grayed out; agent reviewed information. Agent had patient try a different group and confirmed they were seeing the same message on all of them. The issue was not resolved - agent explained the meaning of the message, which will have to be remedied by working with a manufacturer rep. The patient was redirected to their healthcare provider to further address the issue. Additional info was received from patient who reported they were told the "settings not available" message was due to an electrode problem. Patient reports the message was fixed when a handheld machine was held against the stimulator in their back. The issue was resolved.